Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information from patient's advocate indicating that the patient lung collapsed. It was reported that during the implant procedure the patient's lung was hit by a needle. Apparently the physician used a tube. The patient has had mitral valve issues for years and it has been getting worse and shortly after the implanted device surgery her mitral valve gave out. The caller mentioned that the patient's heart would not pull up the blood effectively in the patient's body. The device system remains active. No additional adverse patient effects were reported.